Manufacturer narrative:
Reliability analysis inspected 3 opened/used enlite sensors and performed visual inspection and found all 3 sensor needles bent inside sensor. Unable to confirm customer received sensors in said condition due to customer returned opened/used. No broken or missing parts were observed during analysis.

Event description:
Customer reported via phone call that she removed the sensor from her body and the cannula was missing. Cannula was stuck in her body and the doctor had to remove it. Customer's blood glucose was 105 mg/dl. Customer was advised the sensor will be replaced. Customer agreed to return the sensor for analysis.